Event description:
Patient reported that previous implant had been damaged due to her fall back in (B)(6) 2015. Patient was not sure it was damaged at the time. Patient had a prolapse rectum and they were not sure if the fall had caused that or not. Patient had the prolapsed rectum repaired on (B)(6) 2016 by their managing healthcare professional (hcp) but they were still having issues. Hcp had contacted the representative and the rep had confirmed that some of the interstim components were not working anymore. Patient was told "2 of them are working and the other 2 are not." Patient had their implant "repaired" on (B)(6) 2016. It was reviewed that in the records it showed that patient had implant replaced, patient was not aware that the whole thing was replaced. Additional information received as the manufacturing representative reported that the patient's device was replaced on (B)(6) due to impedance. The representative was not told that only two components were working but that there was something wrong with the connection, which is why replaced her lead. Patient did not have any complaints with her current implant. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.